Manufacturer narrative:
Medtronic received the following information from a journal article entitled; ¿a statistical shape model of infrarenal aortic necks in patients with and without late type ia endoleak after endovascular aneurysm repair¿ van veldhuizen wa, schuurmann rcl, zuidemar, geraedts acm, ijpma ffa, kropman rhj, antoniou ga, van sambeek mrhm, balm r, wolterink jm, de vries jpm j endovasc ther. 2024 oct;31(5):882-891. Doi: 10.1177/15266028221149913. A.2, a.3a average. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Literature was reviewed regarding ¿a statistical shape model of infrarenal aortic necks in patients with and without late type ia e ndoleak after endovascular aneurysm repair¿ the time frame of this study was over a twelve-year period. Talent, endurant and non-mdt stent grafts were implanted in evar procedures on unknown dates. Among the patient population the following malfunctions occurred: type ia endoleaks no further information was provided pertaining to medtronic products.